Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possibilities which could contribute to difficulty inserting and removing an interventional device through the copilot including, but not limited to, manufacturing related anomalies, materials, pinched/damaged or off-set seals, use technique, and associated devices being used. In this case, it may be possible that the clamp seal was not fully opened during the attempts to advance the guide wire. The bleedback control valve device contains two seals. One seal (bbcv) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. The product instructions for use states: failure to open the bbc seal and the clamp seal prior to inserting/withdrawing a diagnostic/interventional device could cause damage to the diagnostic/interventional device. The lot history record for the finished goods lot and the copilot final assembly were reviewed and there were no non-conforming material records associated with these lots. Without having the copilot to examine a conclusive cause could not be determined.

Event description:
It was reported that difficulty was experienced when advancing and removing the medical devices through the co-pilot. The same co-pilot was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.